Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The helix allegation was confirmed - testing showed the helix mechanism failed to operate most likely due to dried blood in the mechanism. The perforation and electrical allegations could not be confirmed through product testing.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermitted loss of capture and high threshold measurements. An x-ray and thoracic scan indicated the rv lead had dislodged and perforated the patient. Surgical intervention was performed and the during an attempt to position the lead, the helix would not rotate properly. The rv lead was then explanted and replaced without any further issue. No additional adverse patient effects were reported. After being explanted, the helix was still observed to not rotate properly.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermitted loss of capture and high threshold measurements. An x-ray and thoracic scan indicated the rv lead had dislodged and perforated the patient. Surgical intervention was performed and the during an attempt to position the lead, the helix would not rotate properly. The rv lead was then explanted and replaced without any further issue. No additional adverse patient effects were reported. After being explanted, the helix was still observed to not rotate properly.